Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies could be attributed to lag between the sg and bg inherent to the sensing technology as there was no sensor malfunction. As a proactive troubleshooting measure, customer care recommended that the user relink their sensor to clear calibration buffer and correct any potential calibration misalignment. Post re-link, the system was working as expected with good alignment between the bg and the sg. The user was advised to continue using the system and to calibrate as requested. Per dms review, the user was using the system with up-to-date information.

Event description:
On april 13th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.